Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, mildly tortuous, bifurcated proximal lad (left anterior descending) lesion measuring 2.5x16mm with 90% stenosis. Target lesion one was treated with predilation, placement of a 2.5x20mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Moderate balloon withdrawal resistance of the taxus liberte stent delivery balloon was reported and resolved without treatment by "guiding catheter extubation strong withdrawal". There were no patient complications as a result of this event.